Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event cannot be conclusively determined at this time. The instruction manual warns users: "never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. If any parts of the endoscope fall off inside the patient body due to equipment damage or failure, stop using the endoscope immediately and retrieve the parts in an appropriate way." If additional information is received at a later time this report will be supplemented accordingly.

Event description:
Olympus was informed that at the conclusion of a bedside endoscopic tracheal replacement procedure, the distal tip of the device broke off and fell in the patient. It was reported that the physician had completed the procedure and left the patient's bedside. When the facility's surgical solution staff came to retrieve the scope it was noted that the tip was missing. The physician returned to the patient's room and performed an ear nose throat (ent) foreign body retrieval procedure and removed the device fragment through the patient's tracheal. The patient remains hospitalized due to an unrelated pre-existing condition. In addition, it was reported that prior to the procedure the physician experienced resistance while attempting to insert the scope into the swivel adapter (model and s/n. Unk). The physician modified the adapter and applied pressure to push the scope through. No further information was provided.